Event description:
It was reported that during a generator replacement procedure, upon removal of the pacemaker, this right atrial (ra) lead broke at approximately five inches from the proximal end. The physician implanted a new ra lead and opted to remove the detached proximal portion and surgically abandon the rest of the lead. The patient was not pacemaker dependent. No additional adverse patient effects were reported. The proximal end of the lead has been returned. Additional information was received indicating that the physician also suspected that this lead was fractured prior to the replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed at approximately 165 millimeters (mm) from the terminal end. Only the proximal segment was returned. Visual inspection revealed that the coils are pinched at the end and appear to have been cut during explant. Testing was completed to assess the lead electrical performance. Measurements confirmed electrical continuity in the returned portion. Additionally, insulation abrasion was observed at approximately 55 mm from the terminal end. The observations are consistent with induced damage during explant.

Event description:
It was reported that during a generator replacement procedure, upon removal of the pacemaker, this right atrial (ra) lead broke at approximately five inches from the proximal end. The physician implanted a new ra lead and opted to remove the detached proximal portion and surgically abandon the rest of the lead. The patient was not pacemaker dependent. No additional adverse patient effects were reported. The proximal end of the lead has been returned. Additional information was received indicating that the physician also suspected that this lead was fractured prior to the replacement. No additional adverse patient effects were reported.

Event description:
It was reported that during a generator replacement procedure, upon removal of the pacemaker, this right atrial (ra) lead broke at approximately five inches from the proximal end. The physician implanted a new ra lead and opted to remove the detached proximal portion and surgically abandon the rest of the lead. The patient was not pacemaker dependent. No additional adverse patient effects were reported. The proximal end of the lead has not been returned.